Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Event description:
Caller reported there is a black line across the whole display of the blood glucose monitoring device. Caller stated the measurement results are not affected. Preliminary evaluation on (B)(4) 2013 showed a display segment failure which might lead to the misinterpretation of a blood glucose result. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu observed that the location of the line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Failure analysis indicated that with review of the meters manufacturing history,it was determined that the meter was manufactured before the process improvements were implemented. Meters manufactured before these improvements could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Additional finding: iu observed that the icons have been worn off the buttons. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. This issue has been investigated. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. The customer's allegation of black line across whole display was observed during the investigation of the returned product. This case was set to verified based on the iu's investigation and the failure analysis results of the customer's allegations.